Manufacturer narrative:
Should have been (B)(6) 2017. This information was missed on the previous report.

Event description:
It was reported that during a follow-up in clinic, lead dislodgement was observed on the right ventricular lead. High, out of range, capture threshold was also noted. Upon x-ray review, lead dislodgment was confirmed. Patient was asymptomatic. The lead was explanted and replaced. Patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.